Manufacturer narrative:
The instrument has been investigated. The field service enginner (fse) evaluated the instrument. Verified hold and pull force on all tips and all found within spec. Fse observed broken collet on tip# 1 and collet was replaced. Customer observed issue with collet sleeve # 2 and cleaned collets prior to the fse arrival. Dried serum is the probable cause of the issue. No other problems observed. The instrument was inspected, tested without further problem, and returned to expected operation.